Event description:
It was reported that the device showed a technical failure 389 "no o2 dosing possible". There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.